Event description:
A registered nurse (rn) contacted baxter regarding an issue of air in tubing (without any alarm) in the patient line of the cassette while using the homechoice machine. This occurred during use. The baxter technical representative (tsr) assisted the rn in ending therapy. The rn will start over therapy with all new supplies there was no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). The air in tubing (without alarm) was not confirmed and the assignable cause is undetermined.

Manufacturer narrative:
(B)(4) and 510k number will not be provided in the emdr, because the product code and lot number are unknown. The sample is not available. Since the lot number is unknown, no batch review will be performed. A follow-up MDR will be submitted if additional information is obtained.